Event description:
I had morpheus 8 done on my face and neck on (B)(6) 2025. It was done at a cosmetic plastic surgeon center by a licensed aesthetician. I was never evaluated by the doctor before the procedure. I cancelled my third one because I started noticing volume loss in my temples and cheeks and nasal area. On (B)(6) 2025 I went back to the clinic to show them. The doctor came an saw me and told me it could not be from the procedure. He told me its from me aging! I have indentions in my face. (B)(6) I called the hot line where I had the morpheus 8 done because my face started burning under my skin. The nurse on call told me to put cold compresses on my face and to go see a dermatologist. I did and she admitted that morpheus can cause fat loss if not done correctly and it could have triggered rosacea and gave me a cream to put on my face. She also recommended getting radiesse or sculptra to fill in my hollowness. I declined. I went to another dermatologist that recommended the same. Then my face started tingling and I started having aches in my bones and muscles in my face. The right side of my face constantly aches. My neck looks worse than it did before. I was told by the aesthetician and doctor that morpheus 8 tightens the skin and does not cause fat loss. I went to my pc doctor to help me sleep and figure out what is going on. He had no clue. He prescribe meds to help with the nerve pain and anxiety this procedure has caused me. I am trying to find answers and help "but."